Event description:
It was reported that the patient experienced phrenic nerve stimulation and required device reprogramming. The left ventricular (lv) lead remains in use. The patient was reported to be enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 6944-65 implantable tachy lead 2012 (B)(6); 5076-52 implantable pacing lead 2012 (B)(6). (B)(4).